Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found pieces of one lens haptic torn off and missing. There was evidence of clear residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/x126 diopter, in the patients right eye (od) on (B)(6) 2017. The lens was reported as having excessive vaulting and will be removed. The patient's post-op best-corrected visual acuity was 20/20.